Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a shaft break 70cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the shaft of the device. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified right coronary artery. A 3.5mmx8mm quantum maverick balloon catheter selected however while introducing the balloon catheter into the patient, the shaft of the device was kinked. When the device was removed from the patient's body, the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified right coronary artery. A 3.5mmx8mm quantum maverick balloon catheter selected however while introducing the balloon catheter into the patient, the shaft of the device was kinked. When the device was removed from the patient's body, the shaft broke. The procedure was completed with a different device. No patient complications were reported.